Event description:
This report is based on information provided by the philips authorized service personnel (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the philips xl+ defibrillator indicating that the device automatically skips the charge and discharge step. Available details indicate that the device had exhibited symptoms of a failure. Details provided in an update from the source case indicate that the asp was not able to duplicate the reported issue, performed a successful operations check, and the device was successfully returned to service. Based on the information available, the cause of the reported problem could not be confirmed. The device was returned to service. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed, and the potential severity is s3 has been identified in the risk document. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer's device was successfully tested and returned to service. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.